Event description:
Patient had a radial head replacement surgery on (B)(6) 2014. The patient received a radial head prosthesis. This was an opened injury, other specifics of the injury are unknown. At 6 weeks postoperative, after an x-ray the patient was given permission to start using the arm. The second x-ray was done on (B)(6) 2014, that showed the 8 millimeter (mm) stem had cut out of the lateral radius. The patient stated that he had been 100 percent compliant with postoperative instructions. A revision will be done eventually. Timeframe of revision unknown. Was reported that the patient is experiencing a decreased range of motion and delayed healing. This report is for an unknown screw. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown screw/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.